Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator and non boston scientific right atrial lead exhibited pace impedance measurements of greater than 2,000 ohms. There was noise and oversensing which had the appearance of minute ventilation oversensing. Boston scientific technical services recommended turning off the respiratory rate trend feature. The device remains in service. No adverse patient effects were reported.